Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's button was sticky or non responsive, motor was louder than before, had diminished battery life from when insulin pump was first received, forced to prime or rewind multiple times, had received false or unexplained no delivery alarms, display was cracked or damaged, harder to read screen, cracked or fractured casing, plastic chip of casing cracked off reservoir area when changed sets, battery cap stripped or worn. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis